Manufacturer narrative:
Per the user facility's biomedical engineer, the non-clinical activity was checking the occlusions on the backup pumps.

Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump was making loud sounds, jamming, and unable to hold occlusion. There was no patient involvement.

Manufacturer narrative:
The field service representative duplicated the pump jam error, and the roller pump passed the pump jam test. It was determined that the roller pump was over occluded by the end user causing a pump jam error. The roller pump was also confirmed to exhibit some noise but was considered reasonable. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. The pump jam could be duplicated but it was determined that the pump was being overoccluded which is a normal response from the pump. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.